Event description:
Boston scientific received information that during a revision procedure this right ventricular (rv) lead was repositioned. The reason for repositioning is unknown at this time. No adverse patient effects were reported.

Manufacturer narrative:
According to available information this lead remains implanted and in service. Should additonal information become available this investigation will be updated.